Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2 e1: patient city- (B)(6)

Event description:
Reference number (B)(4) event occurred in brazil it was reported on (B)(6)2024 that the patient observed insulin leakage from the needle of infusion set. This event occurred on (B)(6)2024. No further information available.